Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The irrigation clip broke during burring femur surface. Pka procedure.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. It was reported that the irrigation clip broke. Product history review not performed as lot # was not provided. A review of complaints related to p/n 111690, lot 0 shows no additional complaint(s) related to the failure in this investigation. Visual inspection could not be performed because the product was not returned. Dimensional inspection could not be performed because the product was not returned. Material analysis could not be performed because the product was not returned. Functional inspection could not be performed because the product was not returned. Based on the pictures included with the complaint, it can be confirmed that the part fractured at the top thin walled section of the irrigation clip. This feature allows the metal irrigation tube to attach to the irrigation clip. When this feature fails, the irrigation clip can no longer secure the position of the metal irrigation tube. No further conclusions can be made with the supplied information. If the part is returned, this investigation will be reopened. Device not returned.

Event description:
The irrigation clip broke during burring femur surface. Pka procedure.